Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call compromised force sensor system alarm on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for the prime rewind was performed. Customer advised during the manual prime process insulin squirted out. Customer advised the drive support cap was normal. Customer advised during the seating of the force the sensor did not detect the reservoir. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during displacement test due to motor with high current draw. Unable to perform operating currents, unexpected restart error test, self-test, basic occlusion test, occlusion test, prime test, excessive no delivery test due to compromised force sensor system alarm. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners and cracked reservoir tube lip.